Event description:
Subsequent to the initially filed report, the following information was provided. It was reported that the procedure was to treat a 99% stenosed and mildly calcified lesion in the left anterior descending (mlad) coronary artery. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported failure to advance and difficulty removing the device appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 99% stenosed and calcified lesion in the mid left anterior descending (mlad) coronary artery. The 1.20x12 mm traveler balloon dilatation catheter (bdc) was advanced and although pre-dilatation was previously performed there was resistance with the anatomy and the bdc failed to cross. The bdc was removed with resistance noted with the anatomy. A non-abbott balloon was used successfully to cross the lesion and continue the procedure. There were no adverse patient effects and there was no significant delay in the procedure. No additional information was provided.